Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a x2 20 ga st kit that have the inner cannula kinked and unable to guide over the wire. It was stated a whole new kit was opened to get the inner cannula only.